Event description:
It was reported the flushing pump foot switch was broken. The issue occurred during cleaning and disinfection. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h4, h6, h11. The device was inspected for on-site repair and one failure was confirmed. Based on the results of the investigation, a cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the flushing pump foot switch was broken. The issue occurred during cleaning and disinfection. There were no reports of patient involvement.